Event description:
Overdelivery reported. The pump was being used in a phase ii double blind study to infuse either an investigational new drug (lisofylline) or placebo. The pump was programmed on side a to deliver a 43ml dose over 11 minutes every 6 hrs. The i.v. Bag contained 172ml (4 doses). A 10ml/hr flush was programmed on side b between doses. A nurse reported that the 172ml container emptied in approx 30 minutes. Customer reports their analysis indicates possible user error in programming versus pump. Total delivered volume had previously been cleared when personnel thought it was a cummulative amount and only one dose actually remained in the container. Customer biomedical engineering tested the pump and report that it ran accurately as programmed. There were no adverse effects to the pt. The pt was dropped from the phase ii study.